Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient was treated with vancomycin injection (2gm, intraperitoneal, every 5th day, ongoing), ceftazidime injection (1gm, intraperitoneal, once daily, ongoing), tobramycin injection (40mg, intraperitoneal, once daily, ongoing), and fluconazole tablet (150mgt, oral, once daily, ongoing) for peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on proper aseptic technique. At the time of this report, the patient had recovered from abdominal pain, and is recovering from peritonitis and cloudy pd effluent. No additional information is available.